Event description:
During evaluation of a returned spectrum pump, the device turned "off" improperly. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the device "turned off" when tested with a known good battery. A review of the history log revealed occurrences of ¿improper shutdown!¿ . An ¿improper shutdown!¿ message occurs at power up following power loss to the pump. The history log cannot be used to determine how power became disconnected. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be back flex battery contact pins fully depressed/jammed and unable to rebound as designed due to a dried liquid substance. The back flex battery contacts pins do not make contact with the battery pin. The back flex battery contact pin requires to be cleaned to address this issue. Should additional relevant information become available, a supplemental report will be submitted.